Event description:
Incident as reported: "now we are investigating how it occurred. This is the complaint from the market (our staff from sales and marketing dept): when an hour had passed after a procedure starting, air leakage occurred while a forceps from storz was used. When we investigated it, the septum was broken and the broken piece was not sent. Now we are investigating detail. If we get more detail, we will provide you further info later." Pt status: we have not received any info concerning the pt injured.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.